Manufacturer narrative:
The reported problem was resolved by the customer. No additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.